Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis as it was implanted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-07848. (B)(6) clinical study. It was reported that restenosis occurred. In (B)(6) 2012, the patient presented with chest pain consistent with unstable angina . Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) to distal lad with 95% stenosis and was 12mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of two 2.50mmx16mm promus element plus drug-eluting stents (des) in an overlapping manner, with 20% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented to emergency department with dull achy chest pain to the left side of the chest for the past 3 days. In (B)(6) 2016, the patient was hospitalized and was referred for cardiac catheterization. The following day, the 70% proximal stenosis in lad was treated by placement of 2.75mmx12mm promus premier des in an overlapping manner with the previously placed stent in mid lad, with 0% residual stenosis. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.